Manufacturer narrative:
It was discovered on 6/4/2020 that statement "it was reported that a female patient who underwent primary breast reconstruction surgery with an unspecified saline breast implant experienced a rupture and a pulmonary embolism post procedure. Patient stated that her rupture was caused by her spouse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date." Was erroneously submitted in initial report. Correct statement " it was reported that a female patient who underwent primary breast reconstruction surgery with an unspecified saline breast implant experienced deflation and pulmonary embolism on an unknown side post procedure. Patient stated that her deflation was caused by her spouse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date." Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: initial reporter country code is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction surgery with an unspecified saline breast implant experienced a rupture and a pulmonary embolism post procedure. Patient stated that her rupture was caused by her spouse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.